Event description:
Patient presented to the physician, one week post-implant procedure, with a hematoma at the chest incision site along with tenderness and swelling. Upon examination, the physician found that the chest incision had opened, revealing purulent discharge from the pocket. Physician brought the patient into the or, irrigated the ipg pocket with betadine, saline, and antibiotic solution, and closed the incision.